Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, the foot did not close and the device was unable to be removed. A nick and spread was performed to remove the device. The device suture was still used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. The returned device opened and closed fully without issue. It is possible the foot caught tissue or suture during closure causing the difficult to open or close and inhibiting removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.